Event description:
The surgeon reported that there is an issue with incomplete capsulotomies and poor incision quality of the laser system. During surgery one pt experienced an anterior capsule tear. The tear was limited to the zonules (no extension into the posterior capsule) and did not require an anterior vitrectomy. A single-piece toric intraocular lens was inserted into the bag without any further complications.

Manufacturer narrative:
A company rep, was dispatched to investigate and service the device. During the service visit, the engineer found that the delivery system was misaligned and required alignment. This finding has the potential to cause decreased photodisruption in the capsulotomy pattern, however, this condition will not affect the laser's treatment depth or position. Although the device was out of alignment and subsequently resulted in an incomplete capsulotomy pattern and anterior capsule tear, it cannot be concluded that the device malfunction caused or contributed to the anterior capsule tear because the capsulotomy incision is under the purview of the surgeon's capsulorrhexis maneuvers. Capsular tears are an inherent risk of cataract surgery. (B)(4).